Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. Post-op, it was reported by healthcare professional that they have an increased number of patients returning post-op with sutures that have not absorbed. These have ranged mostly in the vircryl, violet and undyed. As per the surgeons notes, these patients are presenting some weeks to months after post-op, no signs of infection, just absorbable sutures in 'perfect form'. Device availability unknown. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 2nd additional information request message sent via email on october 18 2024: for this single event (B)(4): - please confirm if surgical intervention was performed on patient (e.g. Re-suturing)? If yes, provide details. - please provide the name of procedure. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). It was reported that the devices involved in the reported event "have ranged mostly in the vicryl, violet and undyed". Please provide the corresponding information for each device used in this single event from the different product families mentioned (vicryl suture, violet suture and undyed suture): - please provide the product code. - please provide lot number. - please confirm the quantity of devices involved in this single event. - is/are the device(s) available to be returned for evaluation? If so, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It was reported that "they have an increased number of patients returning post-op with sutures that have not absorbed." - please confirm the number of patients affected by these issue? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? - please provide the lot numbers and product code of the devices that were used from the different product families mentioned (vicryl suture, violet suture and undyed suture)? - what is the quantity of devices involved from the different product families mentioned (vicryl suture, violet suture and undyed suture)? - was there any alleged deficiency with the suture? If yes, please provide additional details. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - is/are the device(s) available to be returned for evaluation? If so, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.